Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the following additional findings were also noted: insulation resistance value at the distal end not meeting the standard value due to a chip on the plastic distal end cover, expected insulation capacity not obtained due to a cut on the heat shrinking tube, bending angle in the up direction not meeting the standard value due to wear of the angle wire, bending section cover chipped, and right/left knob deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, at the time of scope washing, their evis exera iii colonovideoscope was cultured on (B)(6) 2023 and later tested positive for between 1-9 colony forming units (cfus) per 0.1 milliliters (ml) of strenotrophomonas maltophilia (isolated); the device was also cultured on (B)(6) 2023 and later tested positive for greater than or equal to 10 cfus per 0.1 ml of enterobacter cloacae complex (isolated). Three channels were tested separately in the testing performed on (B)(6) 2023, and one of them showed growth. The culturing of the devices was part of a microbiological routine control which was carried out as required by local regulations/guidelines. The customer reported that the medical device was reprocessed in-line with the instructions for use. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. The customer reported contamination of two devices in the same report. This report (patient identifier (B)(6) captures model number pcf-hq190l. For the second report covering model number pcf- h 190dl, please see patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.